Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was unsubstantiated related to the device itself being the contributor. The device passed all testing including electrical safety testing without duplicating a malfunction. It's technically not possible for high voltage to be delivered trhough the front panel and any gross representation of a defect would be captured as part of the device self test. Review of the device log found no errors or warnings and all self tests passed and were within specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the clinician received an unintended delivery of energy when testing the device. Complainant indicated that there was no adverse effect due to the reported malfunction.